Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The displacement test was unable to be performed due to lcd physical damage. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 143 mg/dl. Troubleshooting for cosmetic damage was performed. Customer advised the insulin pump was dropped which resulted in a cracked screen. Customer advised they cannot see the numbers on the display screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.